Manufacturer narrative:
One tapered implant (bopt5413) was returned for inspection. The subject driver was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16. Information identified: pick-up and delivery of implant care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Note: periodic o-ring (irordr) replacement is required for the certain internal connection driver. Certain internal connection driver tips should be inspected for wear before use. The implant was functionally tested with an in-house implant driver tip (iipdts). The driver tip firmly engaged into the implant drive feature as intended. Without the returned drivert, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.

Manufacturer narrative:
Product not received by manufacturer.

Event description:
It was reported that the implant ((B)(4)) disengaged from the unknown placement driver. The doctor confirmed that the driver worked after changing the o-ring. He was able to place another implant in the same surgery.